Event description:
It was reported to target by a co rep that while the physician was performing an aneurysm embolization the gdc did not detach in spite of 4 attempts to detach it. The physician (thinking the coil had detached) pushed the coil to re-position it within the aneurysm. While pushing the coil, it protruded the basilar top aneurysm and re-ruptured the aneurysm. Soon after the re-rupture, the blood pressure in the brain increased. The next day the pt was reported as being brain dead. The current status of the pt is unknown. It is unknown at this time if the event is device related or not.